Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Customer consumed juice to address the bg. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.